Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported unit will not turn off. Customer currently has v60 disassembled and is unable to power on unit. There was no patient involvement.

Manufacturer narrative:
G4: 24apr2020 b4: (B)(6). The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for the (user interface) ui board and power management. The customer has decided not to repair the unit at this time. Numerous attempts were made to obtain information on the repair of this device. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.